Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted as of this time. A report was received on 04/06/2017 stating that this lead was involved with infection. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).